Manufacturer narrative:
E1: initial reporter phone number and postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused fluorouracil 3970mg in glucose 5% during infusion. The expected therapy time was 44 hours, however, after the expected therapy time was complete, it was observed that the patient did not receive the complete dose as there was residual medication remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.